Manufacturer narrative:
An event of atrial fibrillation occurring during the index procedure was reported. Information from the field indicated that the valve was placed 4.5 mm from the non-coronary cusp, which is deeper than the optimal 3 mm. No information was received regarding past medical history of atrial fibrillation, previous conduction disturbances, and calcification in the area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that implant depth contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor vision valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation. During the procedure, the valve was deployed and re-sheathed 4 times, which was outside of the instructions for use (IFU). The valve was successfully implanted at a depth of 4.5mm at the non-coronary cusp (ncc) and 4.0mm at the left coronary cusp (lcc). The patient went into atrial fibrillation during the implant procedure and was treated with cardioversion. Patient remained in a-fib, and amiodarone will be attempted. The patient status was stable.